Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07888. Related manufacturer reference number:3006705815-2023-07892. It was reported that patient experienced ineffective coverage of pain relief where one lead exhibited high impedances. There was pain at the ipg site also. As a result, patient underwent surgical intervention where the leads and ipg were explanted and replaced. Ipg was replaced with a smaller ipg to address the issue of pain at the pocket site. Therapy was restored following the procedure.